Event description:
Customer reported that pump screen was unresponsive and wouldn't turn on. There was no adverse impact on customer's blood glucose level. Technical support instructed customer to check power connections and attempt a reset, but the pump still did not function properly. Consequently, a replacement pump was issued, and the problematic pump had to be returned to the company. Customer was informed about the processes involved and acknowledged the instructions given by technical support.